Event description:
Sales rep reported customer having problems with products. Sales rep stated that this has happened to them now twice in one month. Additional information reveals tubing leaked chemotherapy. No patient injury was reported by the facility.